Event description:
The patient reported that she had an infection at the implantable neurostimulator (ins) incision site and is still on antibiotics. The patient also reported never having therapeutic effect. It was noted that when the patient turned the stimulation up, it made her back pain worse and that stimulation was felt higher up in her back and not in the bicycle seat area. The patient changed programs but still could not feel stimulation in the correct area. The patient noted that she had an appointment with her physician scheduled for (B)(6) 2013. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va00bej, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered. The date of infection onset or diagnosis was (B)(6) 2013 and it was not meningitis. The patient's symptoms were redness, swelling, drainage, and pain. The infection was located at the device pocket and it was unknown if a culture was obtained. Oral antibiotics were given and the infection resolved.